Event description:
It was reported that per preventive maintenance arctic sun device flow meter was replaced because it gave a failure in the calibration. The manifold flow rate had also been adjusted.

Manufacturer narrative:
This event was a confirmed use of device, not attributed device malfunction. Submitting the investigation details as additional information. The reported issue was confirmed user related. The root cause of the reported issue is due to the bypass screw needing to be adjusted post calibration repair. During preventative maintenance of the device, flow rate was adjusted post repair. Manifold flow rate was adjusted. The device underwent and passed testing after all repairs. Preventive maintenance is performed correctly. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Product labeling was reviewed for this investigation. The labeling is found to be adequate as the instructions for use state: calibration see arctic sun temperature management system service manual for calibration requirements and instructions. Calibration is recommended after 2,000 hours of operation or 250 uses, whichever occurs first. The labeling is found to be adequate as the service manual states: 8.20 replacing inlet/outlet manifold. 1. Remove bolts as in step 8.19.2. 2. Remove the clamps as in step 8.19.3. 3. Using phillips head screwdriver, disconnect pressure. Transducer from the manifold. 4. Disconnect the entire manifold harness. 5. Remove the solenoids and valve stems using flat blade screwdriver. 6. Remove the thermistor. 7. When reinstalling, connect the valve stems first, then the solenoids, then the pressure transducer, then the thermistor. 8. When reinstalling the manifold harness, note that there are labels on the harness identifying the solenoids (fv, bv, vv). If the solenoids are not in the proper position as shown, the device will not work properly (fig. 8-62). The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Corrections: d, e, f, g, h. Initial reporter facility name: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter facility name: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance arctic sun device flow meter was replaced because it gave a failure in the calibration. The manifold flow rate had also been adjusted.